Manufacturer narrative:
The system and footswitch serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during two cataract procedures, no phacoemulsification was experienced. During troubleshooting, three cassettes from the same lot were tried and the foot pedal was switched out. The cases were completed without patient harm. It was later discovered by the customer that the cord of the foot pedal was the cause of the event.